Event description:
It was reported that the programmer has been producing noisy electrocardiogram (egm)'s during lead testing, which is creating unusab le egm's. The caller reports that other pieces of equipment used in this room experience issues as well. The caller had replaced cables, tried other outlets and other programmers without success. Technical support (ts) suggested the caller work internally with their technology department or biomed representative to take steps to isolate the power source and look for other environmental issues that maybe contributing to the noise issue. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).